Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0597 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was not attached to the connector 7812400 securely and could slip out of the oversleeve portion of the connection.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter disconnection was confirmed and appears to be supplier related. One two-piece groshong nxt connector was returned for evaluation. The connector was returned assembled without the catheter present within the assembly. The catheter which experienced the alleged detachment issue was not returned. The connector was disassembled. Microscopic observation of the compression sleeve did not reveal evidence of improper assembly or bunching. A tubular object was used in order to remove the compression sleeve from the distal end of the connector. The compression sleeve length and inner diameter were measured. The length of the compression sleeve was found to be below specification. Since the length of the sleeve may have been a likely contributing factor to the catheter detachment issue, the complaint is confirmed, supplier related. The photos of the sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation complaint due to ¿catheter was not attached to the connector¿ was confirmed. According with the photo evaluation performed at reynosa facility and vad field assurance evaluation the following was concluded: the blue compression sleeve was found to be short in length which means out of specification per dwg and specification. Therefore, the cause of this condition is supplier related. A lot history review (lhr) of redq0597 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was not attached to the connector 7812400 securely and could slip out of the oversleeve portion of the connection.